Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was 198 mg/dl. The bumper underneath the insulin pump was discolored. This may be due to an overheating motor. The customer was in the hospital for an unrelated issue. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has stained end cap sticker, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.